Event description:
A patient was revised due to a broken gamma nail after a fall. Nail was a left long gamma nail 125 degrees.

Manufacturer narrative:
The item was not returned for evaluation as it was discarded by the hospital. Although requested, the catalog number, lot code and further information were not provided. Photos and x-rays received were sent to a medical expert for review. Due to the presented data, the breakage of the gamma-nail was caused by an overloading in a completely unstable fracture situation which is evidenced by an additional breakage of the locking screw. Further, it can only be assumed that the alleged fall has contributed tot he breakage. With current information available the reported event was not caused by any deficiency in the device. However, the exact cause could not be determined.